Event description:
A report was received that the patient had difficulty charging her ipg. X-ray showed that the ipg was deep . The patient underwent revision wherein the ipg was replaced as per the physician's preference.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.